Event description:
It was reported that the cassette ruptured during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Duplicate complaint.

Event description:
This is a duplicate of MFR report # 0001831750-2013-01333. The catalog number d25310ce reported for this complaint was accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-01333 for full reporting of catalog number d25310ce for this complaint.